Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The guidewire used during the procedure was not returned for analysis. A 0.014 inch guidewire was successfully inserted through the device and it exited the monorail port without issue or resistance and the device moved freely along the wire. A visual and tactile inspection of the device identified multiple kinks along the middle outer. A distal outer kink was also identified 260mm proximal from distal end of tip. This may have occurred as the physician was trying to track the device over the filter wire through the patient's anatomy. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. It was noted that these kinks are all proximal of the wire exit port and therefore would not compromise the movement of the wire through the wire lumen of the device. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06148. It was reported that catheter entrapment occurred. The target lesion was located in the right intramural coronary artery (ica). A 8.0-29 carotid wallstent¿ was advanced to treat the lesion. However, it was noted that the device got stuck with a filterwire¿. The procedure was completed with another carotid wallstent¿. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06148. It was reported that catheter entrapment occurred. The target lesion was located in the right intramural coronary artery (ica). A 8.0-29 carotid wallstent¿ was advanced to treat the lesion. However, it was noted that the device got stuck with a filterwire¿. The procedure was completed with another carotid wallstent¿. No patient complications were reported and the patient's status was stable.